Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material inside forceps channel, treatment device, objective lens, illumination lens and in forceps port. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, olympus confirmed foreign material inside the forceps channel, foreign material in the forceps opening, foreign material in the treatment tool, foreign material on the objective lens, and foreign material on the lighting lens. It was not possible to identify the foreign matter. There was no physical damage at the places where the foreign material remained in the device. A definitive root cause could not be determined. The reprocessing information was unavailable, therefore; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instructions. The event can be detected and prevented in accordance with the following IFU. The detection method is described in chapter 6 - applications and conditions for cleaning, disinfection and sterilization. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.